Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2006. The procedure was to treat a lesion in the mid rca during which two xience v stents were placed. In 2009, the pt was experiencing angina and had a positive stress test. A diagnostic coronary angiography was performed. Revascularization was performed with the placement of another company's drug eluting stent implanted for treatment of restenosis in the mid rca. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Stenosis is a risk of coronary stenting procedures, and is listed in the xience IFU as a potential adverse event. There was no report of any product malfunction at the time of the stent implants. In this case, it is possible that the reported EKG changes are secondary effects of the stenosis, which was treated with another drug eluding stent, requiring hospitalization. However, a definitive cause for the reported pt effects, and the relationship of the product, if any, cannot be determined.